Manufacturer narrative:
(B)(4). Investigation summary: bd received 4 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded fm (cap , tube) with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for embedded fm (cap , tube) with the incident lot was observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that 3 bd vacutainer® edta 2k tubes had embedded foreign matter in their shields, and 1 tube had a black spot in it. All defects were found prior to use in lot# 0009615. The following information was provided by the initial reporter, translated from (B)(6) to english: dirty stopper ×3 embedded fm on hemogard shield x3, black spot in tube x1.